Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bending rubber broken/torn/ruptured and exposed metal sticking out could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿something happened to the bending rubber, tearing it from the insertion tube and the bending rubber is missing¿ was confirmed. The following findings were also noted during device evaluation: leak test is unable to perform missing bending rubber, insulation test is unable to be performed missing bending rubber, crack at bending rubber glue, and insertion tube is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope bending rubber is broken/torn/ruptured and the metal is sticking out. Something happened to the bending rubber, tearing it off of the insertion tube. Cause unknown. We aren't sure if it happened during a case or whether the gas cap was left off during sterilization, causing the bending rubber to blow out. This malfunction was discovered during reprocessing. There was no report of patient harm or user injury associated with this event.